Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not open, preventing user access to medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer did not open because of a medication jam. The medication that prevented the drawer from releasing was removed to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not open, preventing user access to medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d5, g1, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2021 to 22- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open because of a medication jam. A field service engineer removed the medication jam to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.